Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Healthcare professional also reported "that the implant be considered as suspected of carrying an infectious agent", which is not device-related. Device has been explanted and replaced with a non-allergan device. Device has been disposed "due to the incorrect condition of the biological material" in relation to a "suspected communicable disease".

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ infection (unknown onset): unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, b5, b6, d6a, d6b, e1, g2, h6, h11.

Event description:
Healthcare professional reported a rupture. Unknown test performed resulting in rupture. Later healthcare professional reported ultrasound and MRI performed. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.